Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed and found that one of the contact springs came off. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a missing battery tube spring contact.